Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a preoperative detection of bag leaks. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination of the returned unit shows some air contained in both cuffs. The bronchial cuff inflated without issue but the tracheal cuff failed to inflate. The sample was leak tested under water and leakage was detected from the tracheal cuff body. Further examination of the tracheal cuff using the microvu shows two small jagged cuts to the cuff body. This type of damage is indicative of the tracheal cuff coming in contact with a sharp utensil or object. The single wall thickness of the tracheal cuff was measured away from the damaged area and found to meet the blueprint specifications. The bronchial cuff was inflated /deflated three times and no issue noted. The reported defect could be detected on the returned sample. The most probable root cause of this complaint is the tracheal cuff coming in contact with a sharp utensil or object. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had preoperative detection of bag leaks. The customer indicated that there was no patient involvement.